Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg pocket was relocated to another area.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.